Event description:
Endophthalmitis [eye infection not otherwise specified.] Case description: intial report rec'd from a hospital pharmacy of 5 pts who developed endophthalmitis with the use of healon gv. All surgeries were performed in the same day, 10 nov99. Six different lots of healon gv were suspected. This report describes a 61 year-old who underwent cataract extraction of the right eye on 10 nov 99. Healon gv was used to aid in the surgery. No surgical complications were reported. On 16 nov 99, this man presented with an inflammation of his right eye. He was seen in the morning and treated with antibiotics. He was re-examined later the same day and a diagnosis of endophthalmitis was made by a retinal specialist. An anterior vitrectomy was performed followed by antibiotic therapy. The endophthalmitis is resolving at the time of this report. 23 dec 99: add'l info was rec'd from the retinal specialist who treated this man. He commented that it was the opinion of the surgeon who believed healon gv was the cause of the infection. The retinal specialist stated that each of the 4 healon gv samples that produced a positive culture performed by the hosp was from a different lot number. Therefore, he believed that it was unlikely, in the absence of other reports of infectious endophthalmitis elsewhere in the country associated with these same 4 different lot numbers, that the product was contaminated. He did not believe that there was any "practical" possibility that this pt developed an infection from healon gv. Instead, the culture results from the hosp suggest contamination by the hospital laboratory during testing. It was his opinion that healon gv was not the source of the intraocular infection. Case comment: this is the fourth of 5 reports of endophthalmitis occurring after surgeries performed the same day. Six different lots were used. The batch analyses have not demonstrated any significant deviation. In that case, the pt was treated with antibiotics and vitreous culture was negative. In general, isolated cases of infectious postoperative endophthalmitis are caused by a bacterica from the pt. Endophthalmitis caused by infected healon has not been reported. The causal relation between the event and the device is unlikely. This is a clinical event with a temporal relationship to use of the device, but where other circumstances around the surgical procedure offer a more probable explanation. The purpose of the case reports is to generate signals of potential drug-related problems. Cases are reviewed to ensure that any actions necessary to continue to provide for pt safety are undertaken and to meet requirements by regulatory agencies. Although reasonable attempts are made to obtain what info is available, review must often be done on the basis of incomplete and perhaps conflicting data. For any given report, there is no certainty that the drug caused the event as it cannot be proven difinitively from the data available that a pharmaceutical product or ingredient is the cause of an event. Submission of a report does not constitute an admission that the MFR or product caused or contributed to the event.